Event description:
During a cholecystectomy procedure, clips were not applied - they were just pushed out. The procedure was completed with another like device. There was no adverse consequence to the patient.